Manufacturer narrative:
Submit date: 12/14/2015. An investigation is currently underway. Upon completion, a full investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2015 that the customer experienced an issue with an enteral feeding pump. The customer states that the unit does not alarm when occluded.